Event description:
The customer originally reported that his olympus colonovideoscope was experiencing reduced angulation during use. There was no report of patient harm as a result of this event. During the device evaluation it was discovered that the subject device had undergone insufficient reprocessing as foreign matter was found clogging the nozzle. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the subject device had undergone insufficient reprocessing as foreign matter was found clogging the nozzle. Additionally, the distal end adhesive was found cracked. There were scratches present on the tip cover and flexible tube. There was play present in the angulation. One of the components had detached, and the suction cylinder paint was peeling. Following the confirmed reprocessing failure, olympus personnel sent the user facility a reprocessing questionnaire. Through the questionnaire, the user facility confirmed all reprocessing steps in accordance with the instructions for use (IFU). If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿ ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope]. 9 inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. [Inspection of the objective lens cleaning function]. Inspection of the water feeding function. 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The air/water nozzle was flushed with detergent. Olympus will continue to monitor field performance for this device.